Event description:
During use of the pump console for a cardiopulmonary bypass procedure, the battery backup status indicator light indicated that the batteries were at less than full charge, even though the batteries had reportedly been fully charged. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Examination of computer logs from the device revealed that the hardware/software controlling the status of the backup battery charge could, under certain circumstances, incorrectly indicate that the battery life remaining was less than actually available. Each time the heart lung console is placed on battery backup power, the battery life index is periodically decremented to reflect the usage of battery power. When ac power is restored, this index is reset to its original value to indicate full battery availability. When the console was placed on ac power for short (< 10-15 minutes) durations, as is common when the console is moved from room to room, the battery life index was decremented, but not reset when ac power was restored. Repeated occurrences of this pattern of use ultimately led to the battery life index to fall below the level at which the indicator light is illuminated to warn the user of low battery. In these cases, the batteries were in fact fully charged, but the index was in error.